Manufacturer narrative:
The sections have been updated accordingly. A saber 8 mm x 2 cm 90 cm was prepared for use. When an indeflator attempted to remove air from the saber pta, it was confirmed that air removal could not be completed and the air continuously released. The physician suspected that the balloon had a pin hole. Therefore it was replaced with a new balloon catheter same size power flex pro. The new balloon catheter was connected to the same indeflator and air removal completed without any issue. The procedure was completed successfully. There was no reported patient injury. The patient¿s information, target lesion, patient¿s vessel level of tortuousness, calcification and rate of stenosis is unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. During the prep, the negative pressure could not be applied and noticed the possible balloon rupture. Contrast to saline ratio was 50 % of contrast media and 50 % of saline. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. Device was not clinically used. Possible balloon rupture. The product was returned for analysis. One non-sterile saber 8mm x 2cm 90cm balloon catheter was returned for analysis. Per visual analysis, no anomalies were observed on the unit. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and no leakage was observed in the balloon. A product history record (phr) review of lot 17503975 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17503975 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber 8 mm 2 cm 90 was prepared for use. When an indeflator attempted to remove air from the saber pta, it was confirmed that air removal could not be completed and the air continuously released. The physician suspected that the balloon has a pin hole. Therefore it was replaced with a new balloon catheter same size power flex pro. The new balloon catheter was connected to the same indeflator and air removal completed without any issue. The procedure completed successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. The patient¿s information, target lesion, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. During the prep, the negative pressure could not be applied and noticed the possible balloon rupture. Contrast to saline ratio was 50 % of contrast media and 50 % of saline. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. Device was not clinically used. Possible balloon rupture.